Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿mid-term results of endovascular repair for type b aortic dissection: a device-specific comparative analysis¿ lu s, kan y, han j, wang r, cai m, gao b, shi z, guo d, fu w, si y ann vasc surg. 2025 jun 20;121:245-252. Doi: 10.1016/j.avsg.2025.06.002 a.2 & 3.a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿mid-term results of endovascular repair for type b aortic dissection: a device-specific comparative analysis¿ the time frame of this study was over asix year period. Valiant captivia or non-mdt (ctag) stent grafts were implanted in the endovascular treatment of type b aortic dissections. In total, (B)(4) patients were included in the study. Among the patient population who were implanted with a valiant captivia stent graft the following malfunctions occurred: type I endoleak, unknown endoleak, false lumen perfusion no further information was provided pertaining to medtronic products.